Manufacturer narrative:
Patient weight is not provided for reporting. Additional device product code: hwc. (Other): (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient sustained injury after he accidentally put his arm onto a machine. The patient was implanted with a 8 hole locking compression plate (lcp) and six screws on (B)(6) 2014 to treat his twisting injury to his right forearm which comprised of a compound dislocation of the right radial head and severely comminuted proximal third junction ulna fracture with bon loss. K-wire was used to fix radial head. Initial surgery was completed successfully with no issues. Postoperative x-rays taken on (B)(6) 2016 revealed significant change in appearance with angulation of the fracture of the proximal third of the ulna laterally. X-rays also revealed a non-union, displacement of the fracture and a radial head dislocation, broken (last two and second and third proximal) screws and the loosened plate. Patient also has a malunion with a stiffness of his arm which is painful throughout the range of motion and this was his dominant hand. The patient is a heavy smoker. Surgeon had discussed with patient previously that smoking is a high risk for non-union especially because he has presented with a compound fracture dislocation. Patient was revised on (B)(6) 2016 to remove the several broken and loose screws and also the loose plate. The device were replaced with a carbofix plate with four (4) screws on each side of the fractures site, 3 cortical screws and a locking screw on each side. Also chronos putty was used to treat the non-union. The radial head is reduced clinically. A good and stable fixation was achieved. This report is for one (1) loosened 3.5 mm lcp plate 8 holes 111 mm. This is report 2 of 2 for (B)(4).